Manufacturer narrative:
The 510(k) # is k082590.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan alleging the meter is missing results. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient. This malfunction is not considered reportable as lifescan (1) does not believe the chance this malfunction causing or contributing to an ae is more than remote and (2) has not reported an ae where this malfunction may have caused or contributed to the injury/death. Based on the customer service investigation, this complaint was not reportable since there was no evidence of a malfunction or adverse event. However, this complaint is now being reported due to the outcome of product analysis results. On (B)(4) 2011 lifescan received the meter involved with this complaint and completed device evaluation on (B)(4) 2011. Investigation did not confirm the alleged issue; however, there was white residue on the display. This complaint is being reported due to the failed device investigations.